Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure performed to treat a lesion with heavy calcification in the left main trunk. After pre-dilatation with a non-abbott device, a xience sierra stent was deployed. The nc traveler was used for post-dilatation, however, the balloon ruptured before reaching the nominal pressure during the first inflation. A contrast leak was confirmed with angiography and blood was noted coming back into the indeflator. A non-abbott device was used for post-dilatation to complete the procedure. There were no adverse effects and no clinically significant delay in the procedure. No additional information was provided.